Event description:
It was reported that during post ablation testing of an avnrt procedure, the patient became hypotensive. Using an ultrasound catheter, a pericardial effusion was confirmed. Pericardiocentesis was performed and approximately 500 ml of fluid were drained from the pericardial space. The patient was stabilized and transferred for observation at the time when the event was reported. The caller did not know if a prolonged hospitalization was required.

Manufacturer narrative:
Attempts to obtain additional information from the customer were performed without success. Analysis will not be performed since the devices were disposed. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4). Stockert 70 system catalog #: s7001 serial #: (B)(4). Webster - electrophysiology catheter with auto ID catalog #: f6qa005ct lot #: unknown (B)(4).